Event description:
The customer reported a motor error alarm. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarms.